Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "twitch" in the left side of their chest. It was noted that the right ventricular (rv) lead was "adjusted" and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "twitch" in the left side of their chest. It was noted that the right ventricular (rv) lead was "adjusted" and the lead remains in use. No patient complications have been reported as a result of this event.